Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that patient¿s device was implanted to treat urinary retention and her device had never worked correctly. The patient couldn¿t urinate on her own. Her device was turned up to a ¿certain level¿ and when she would go to walk and move her left leg, she would get shocked or electrocuted in her left butt check in her anus. She had to call a medical alert system and go to the emergency room. The stimulation was turned off, but the left side of her anus was ¿electrocuted to death.¿ the patient didn¿t know when this had occurred. Stimulation was turned back on at a low degree, but she wasn¿t going to the bathroom on her own. On (B)(6) 2014, the patient¿s stimulation was at 0.75 volts, and on (B)(6) 2015, it was increased to 1.25 volts. When stimulation was increased, she couldn¿t move her left leg because the device sent a charge up to the left side of her anus. The device wasn¿t stimulating the correct area and it was stimulating the left side of her rectum. The patient made a manufacturer representative aware of the issues, the device was checked, and the manufacturer representative said it was working. The manufacturer representative performed programming appointments one or two times, changed programs, and reestablished patient expectations. The patient was given programs 1 to 4 to try. She had many underlying issues, including multiple sclerosis, which may affect her results. She also fell frequently. It was unknown if the patient was receiving effective therapy.

Manufacturer narrative:
(B)(4).